Manufacturer narrative:
The patient remains ongoing with the device; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The external perc lead repair performed (B)(6) 2019 seemed to resolve the issue and no additional pump off/ low speed events occurred. Patient was stable and plan of care was close outpatient follow-up. On (B)(6) 2019, additional log files were sent in for review following observed driveline fault alarms. The clinician reported the patient has a known internal short to shield and is not a pump exchange candidate. No speed drops or pump stoppage events were noted by the clinician. Technical services reviewed the submitted log files, and driveline fault events were confirmed. These events appear to be related to percutaneous lead (driveline) degradation. The file did not capture any speed drops below the patient's low speed limit or pump stoppages. There do not appear to be any conductors completely fractured at this time. No other unusual events were seen within the log file. Additional information has been requested but has not yet been provided.

Event description:
Patient was not symptomatic during the drive line fault alarms. Clinician reports they are not aware of the alarms occurring until the device is interrogated. No trouble shooting has been done since the fracture was diagnosed. No equipment was exchanged. Plan of care is continued monitoring. The patient has been deemed not a pump exchange candidate so at this time there is no way to remedy the fracture. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed/flow alarms and pump stop event were confirmed via the submitted log file data. Log files (B)(4) contained overlapping data spanning from 12/27/2018 at 00:57:12 to 1/18/2019 at 12:50:36, per the timestamps. Numerous low speed and low flow alarms were recorded from 12/27 through 1/10 while the system was supported with the mobile power unit. On (B)(6) 2018 at 04:08:57 a pump stop event with corresponding low speed and low flow alarms was recorded while the system was supported with the power module. At 04:13:56 on (B)(6) 2018 low speed and low flow alarms were recorded while the system was supported with batteries. No other notable alarms were recorded. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with potentially compromised wires within the patient¿s driveline; however, a specific cause for the low speed/flow alarms and pump stop event cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on (B)(6) 2019 under work order (B)(4). The approximately 19" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern (figure 4). The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no issues were reported when the patient was placed on the grounded patient cable. The patient has not been deemed a pump exchange candidate at this time, so the center will continue to closely monitor the patient. The patient remains ongoing on (B)(4). The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 10 months. The patient remains ongoing with the device; however, a portion of the percutaneous lead is expected to return for investigation. It has not yet been received. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient was seen in clinic with repeated low speed and low flow advisories. The patient was instructed to stay on battery power in the evening and had no further speed drops. Technical services reviewed the submitted log files and pump decelerations were confirmed; however, no pump stoppages were confirmed. This is indicative of potential issues with the percutaneous lead (driveline). These issues only appear to be occurring while the lvad is connected to the mobile power unit. The customer was instructed to keep patient on battery power until further investigation is completed. Additionally, the customer submitted x-rays which displayed internal and external areas of potential shield breakdown. An ungrounded patient cable was ordered on (B)(6) 2019. Per additional information provided by vad coordinator on (B)(6) 2019, the patient was not symptomatic during any of the speed drops and suffered no adverse consequences. The percutaneous lead was not exposed to any obvious trauma. The patient has not gained or lost a significant amount of weight in the last year. The patient was not able to reproduce any low speed advisories in clinic with movement while on the grounded cable nor was the clinician's manipulation of the external driveline able to reproduce low speed or low flow advisories. The patient is currently stable. On (B)(6) 2019 it was reported the patient continued to have low speed advisories and one pump stoppage event while on mobile power unit and one low speed advisory while on batteries. Technical services reviewed new submitted log files, and pump stoppages and pump decelerations were confirmed. Technical services performed a distal end percutaneous lead replacement approximately 3 inches from the exit site on (B)(6) 2019. Following the replacement, no additional pump stoppages were reported and the patient remains on an ungrounded patient cable. The percutaneous lead will return for evaluation. Additional information will be requested.